Event description:
During the embolization of a midline anterior communicating artery aneurysm with four coils, it was noted on angiography that there was a progressive occlusion of the right anterior cerebral artery (aca). There was significant collateral flow noted from the right middle cerebral artery. This occlusion was "felt to be related to either thrombus or localized vasospasm". An additional 2000u of heparin were administered and the embolization completed. Once the catheter was retracted to the a1 segment, 10mg of nicarpidine were administered and the patient's blood pressure "was augmented to a systolic pressure greater than 160". Further angiography revealed the restoration of the antergrade flow of the right aca. Imaging taken ten minutes later demonstrated the persistent antergrade flow from the right aca with continued leptomeningeal collaterals, a normal distal vertebral artery and basilar artery with minimal filling in the bilateral posterior cerebral arteries due to competitive flow. There were no reported clinical consequences to the patient.

Manufacturer narrative:
No allegation of product malfunction or non conformance contributing to the reported event.